Event description:
It was reported an infection occurred. The implantable cardioverter defibrillator (ICD) system and envelope were explanted and will be replaced. The patient was treated with antibiotic therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).